Manufacturer narrative:
(B)(4). Customer reports: pump cracked and intermittent buttons. Rfr: damage (physical or cosmetic). The pump history download was successful using thus. The following cosmetic damage was noted during visual inspection: unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received minor scratched display window, case and keypad overlay. Unit received with peeling serial number label. P- cap / reservoir locks properly in place. Unit passed self test and displacement test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button or keypad anomalies noted during testing. The pump passed the keypad voltage test at 3.23 volts. During adapt tool and download review, shows evidence of 19 stuck button error alarms from 10/09/2020 to 07/15/2021 unit was cut open, connectors and electronic stack removed and inspected. No damage or moisture damage at electronics or keypad flex connector was noted. In conclusion: a block of 19 stuck button alarms were found in the adapt file, history file and long trace file, unit may have had an intermittent failure that was isolated to the electronic assembly that might of trigger intermittent stuck button alarm. The customer allegation of intermittent buttons could not be confirmed. However, cracked case complaint was confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. The retainer ring had no damage. No harm requiring medical intervention was reported. The customer will discontinue to use the device.